Event description:
A healthcare professional reported that system displayed error four three zero five- patient interface not present and no suction in the unknown of patient's eye during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system displayed an error four three zero five, before surgery and there was no patient harm. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).